Event description:
Two wiktor stents were implanted in the mid right coronary artery. During post dilatation of the second stent using a cordis balloon catheter the distal stent was partially unraveled. A multilink stent was placed over the partially unraveled wiktor stent. No pt complications were reported.